Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to a board failure inside the scope connector. Additionally, the investigation confirmed the presence of foreign material within the nozzle; but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited noise in the image, and there were foreign objects within the nozzle. There was no patient involvement.